Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: based on the received sample, the y-adaptor including the tuohy borst and the stopcock were identified broken, as reported. The partial deployment of the stent graft could be confirmed although the stent graft was not returned (as it had been deployed inside patient) because the outer sheath was found elongated such that the elongation led to the alleged deployment issue. Excessive release force must have been present throughout the procedure leading to plastic and elastic elongation and subsequent deployment issue. No indication for a manufacturing related cause could be found. Based on the investigation of the received sample, partial deployment can be confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use state: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' If resistance is felt in passing the introducer sheath, the flexible deployment system should be removed together with the introducer sheath. The packaging labels indicate an introducer size of 9f. Expiry date: 09/2021.

Event description:
It was reported that during a stent placement procedure, the stent was difficult to deploy and the physician felt to retraction on the device. There was no reported patient injury.